Event description:
The patient underwent a diagnostic procedure due to severe aortic stenosis. Patient had a resolute integrity drug-eluting stent implanted. Post stent implantation, the patient was told by the physician that the stent was 'clogged'. It was reported that the patient was asymptomatic and underwent diagnostic catheterization to further diagnose aortic stenosis detected via echocardiography at which point it was discovered his stent was not 100% patent. Patient is to undergo surgical avr and possibly CABG repair of occluded vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.